Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 4.00 stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found stent damage. The struts on distal row 1 were lifted and pulled distally. Distal strut rows 2,3 and 4 were also damaged. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was inflated to rated burst pressure (rbp) 16 atm. The device deflated within 11 seconds and the stent deployed without issue. This is within specification. The inflation device was verified before and after use. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the shaft polymer extrusion found an inner kink 145mm prox from distal end of tip. Visual and microscopic examination found tip damage. No other issues were identified during the product analysis. H6 device codes corrected from inflation problem 1310 to material deformation 2976.

Event description:
Reportable based on device analysis completed on 10jun2019. It was reported that balloon inflation failure occurred. The 4.0x38mm, concentric, target lesion was located in the right coronary artery. The lesion was pre-dilated with an unspecified 2.0x20mm balloon catheter with 80% stenosis post dilation. A 38 x 4.00 promus premier drug-eluting stent was selected for use. There was significant resistance during advancement and the device was unable to be inflated. The procedure was completed with a different device. No patient complications were reported and the patients status is stable however, returned device analysis revealead a stent damage. It was further reported that before the stent was deployed, they noticed a kink and a little protrusion of stent metal segment on the distal end of the stent. They were not able to advance further and retracted the whole system.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 4.00 stent delivery system was returned for analysis. Visual and microscopic examination of the crimped stent found stent damage. The struts on distal row 1 were lifted and pulled distally. Distal strut rows 2,3 and 4 were also damaged. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The device was inflated to rated burst pressure (rbp) 16 atm. The device deflated within 11 seconds and the stent deployed without issue. This is within specification. The inflation device was verified before and after use. Visual and tactile examination of the hypotube found no issues. Visual and tactile examination of the shaft polymer extrusion found an inner kink 145mm prox from distal end of tip. Visual and microscopic examination found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10jun2019. It was reported that balloon inflation failure occurred. The 4.0x38mm, concentric, target lesion was located in the right coronary artery. The lesion was pre-dilated with an unspecified 2.0x20mm balloon catheter with 80% stenosis post dilation. A 38 x 4.00 promus premier drug-eluting stent was selected for use. There was significant resistance during advancement and the device was unable to be inflated. The procedure was completed with a different device. No patient complications were reported and the patients status is stable however, returned device analysis revealead a stent damage.